Event description:
A complaint of a patient being explanted due to an infection was reported. The patient saw the physician with symptoms of bloody yellowish discharge seeping from the pocket site. The patient was given vancomycin and rocephin antibiotics. A culture was taken by the facility but a report was not available. The patient was given dicloxacillin when she was discharged from the hospital. The explanted devices were discarded by the facility.

Manufacturer narrative:
A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization record found then to be satisfactory. This is the final report.